Event description:
The meter was reading inaccurately high. The pt performed control solution tests using the four different vials with the same lot number and each test performed failed. The control solution test results were between 130 and 137 mg/dl. No harm or injury was alleged. The test strips are in good condition. The codes matched and the testing technique was correct. The control solution used was new. No further info has been reported.